Event description:
It was reported that a user experienced a sensor pairing failure and repeated reconnecting alerts when attempting to connect a dexcom g7 sensor to the ilet, while the sensor remained connected to the dexcom app; the user was guided to toggle the cgm setting on the pump between g7 and g6 and to re-enter the sensor pairing code, after which the pump entered pairing mode and pairing education was provided. Symptoms included no adverse physiological effects. Outcomes included restoration of the pairing process with user understanding of the pairing period and plan to recontact if needed. Investigation included remote troubleshooting and user education. Investigation of this case revealed a pairing failure between the cgm and the pump that was addressed through setting reconfiguration and correct code entry, consistent with communication or configuration issues in the cgm integration pathway. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration-related pairing error.